Event description:
It was reported after centrifuging bd vacutainer® sst¿ ii advance plus blood collection tubes, foreign matter was found in the bottom of three (3) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-jan-2026. Investigation summary: bd received 100 returned samples and three photos for investigation. Upon evaluation of the photos, foreign material(fm) was observed in the tubes. Visual inspection of the 100 returned samples did not reveal any foreign materials. It is difficult to determine the nature of the foreign material from the photos. Additionally, 100 retained samples were visually inspected and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after centrifuging bd vacutainer® sst¿ ii advance plus blood collection tubes, foreign matter was found in the bottom of three (3) tubes. No adverse impact was reported regarding the patient or user.